Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Perseus work horse clinical study. It was reported that during a percutaneous coronary intervention (pci) treatment procedure the pt experienced a vessel dissection. The pt presented with a week of intermittent substernal chest pain, cardiac catheterization revealed a 60-70% in stent restenosis of the previously implanted study stent located in the left anterior descending (lad) artery. Angioplasty using a 3.0x15mm maverick balloon inflated to 16 atmospheres was used in the stented area. The balloon was pushed back into the proximal section of the lad just before the stent resulting in a dissection just proximal to the stent. This was corrected with a 3.0x23mm non bsc stent. The pt was discharged the same day without residual effects.